Event description:
It was reported that the physician was not happy with the device longevity. The device was noted to not be at elective replacement indicator. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419688 lead, implanted (B)(6) 2010; 5076-52 lead, implanted (B)(6) 2010. (B)(4).